Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported allegation "poor image quality and reddish light that prevents assessment of the bronchial mucosa" is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a degradation problem identified. Additionally, the most probable cause of the additional finding of "light guide lens has foreign objects" is a cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image quality and reddish light that prevents assessment of the bronchial mucosa. The event involved an olympus bronchovideoscope. There was no patient injury reported.